Manufacturer narrative:
Evaluation of the returned podj revealed that the embolization coil sr wire was fractured. This type of damage typically occurs due to forceful retraction of the device against resistance. The non-penumbra microcatheter used in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (avm) using pod packing coils (podj) and non-penumbra microcatheter. During the procedure, the physician experienced resistance after advancing a podj past the hub of the microcatheter. Subsequently, the physician removed the podj and upon inspection outside of the patient, the podj detached from the pusher assembly. The procedure was then completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.